Manufacturer narrative:
The manufacturer has completed its analysis of the returned device and the results are as follows: a device with a pre-attached 5 french polyurethane catheter was obtained from the manufacturer's finished goods to use a "control" for comparison purposes. Visual examination of both device catheters and palpations of their entire lengths revealed no differences. Microscopic examination of the surface of the returned device catheter and the control catheter revealed no differences, defects or anomalies. A review of the device history record was performed on this catalog/lot number and no manufacturing variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this catalog/lot number and no trends were identified or other reports of this nature. The facility's complaint that the device catheter was "coiled and stiff" was not confirmed by the results of the manufacturer's analysis. No defects or anomalies were found on the returned device. The manufacturer has attempted to obtain follow up information concerning the device that had been implanted: however, attempts have been unsuccessful to date. The facility will be notified in writing that should difficulties be experienced in the future with this device, then the manufacturer will reopen its investigation of this event. No further details are available. The manufacturer is now closing its file on this event.

Event description:
On 10/23/96, the facility or nurse contacted a MFR nurse and reported that upon opening the device package, it was noted that the polyurethane device catheter was "coiled and stiff" in the package. A second device was then opened and the same characteristics were noted. The MFR nurse then recommended that the device catheter be soaked in warm saline in an attempt to soften the catheter. Several hours later on 10/23/96, the facility or nurse contacted the MFR nurse and reported that the device catheter had been soaked as recommended; however, this did not seem to help. The physician had implanted one of the device catheters into the pt, a blood return was obtained and the device appeared to be functioning; however, x-rays revealed that the device catheter was not lying smoothly and a bend was noted which is not believed to be anatomical.